Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a code 1005 indicative of an open circuit condition detected during shock delivery. Out of range shock impedance measurements were noted. Low out of range impedance measurements were observed on a non boston scientific right atrial (ra) lead as well as noise that was oversensed and loss of capture (loc). It is planned to perform a lead revision and replace both leads as well as a device upgrade in the near future. Additional information was received that a revision procedure was performed and the brady and tachy therapy were deactivated for this device. The rv lead and the non boston scientific ra lead were capped and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a code 1005 indicative of an open circuit condition detected during shock delivery. Out of range shock impedance measurements were noted. Low out of range impedance measurements were observed on a non boston scientific right atrial (ra) lead as well as noise that was oversensed. It is planned to perform a lead revision and replace both leads as well as a device upgrade in the near future. No adverse patient effects were reported. At this time, this device system remains in service.